Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, including misaligned insertion, improper bone preparation, and/or prying or levering of the device during insertion, which may have contributed to the reported condition.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th oct 2025, it was reported by an arthrex's employee via an email that for 2 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.